Event description:
The customer reported that the service screen comes up when the defibrillator is powered on. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.